Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of lens model, zxt150 multifocal iol (intraocular lens) there was a unspecified mechanical complication. The lens was explanted and replaced with a +21.0 diopter zct150 lens. No complication was reported after replacement. No additional information provided.

Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 3/20/2019. Device returned to manufacturer: yes. Device evaluation: the product returned to the manufacturing site was received in a ziplock bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint could not be verified. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. A search in the complaints history revealed that no similar complaints were received for this production order number. Labeling review: the labeling review was not performed because limited information was received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.